Event description:
A hospital reported a faulty cutter. It is unk if there was any pt involvement. There are no procedure details available.

Manufacturer narrative:
A sample was received and is awaiting eval. Investigation, including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).